Event description:
The customer stated the issue is with the main processing board with the battery. No pt harm occurred.

Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.